Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had an excessive fabric detached from gauze. Functional testing found that the gauze showed linting. The gauze had been manipulated. It was reported that the product had rough threads. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the gauze was very thin. There were no shedding of white fibers seen on the submitted photo. There was no patient injury.